Event description:
It was reported that a device embolization occurred. On (B)(6) 2019, the patient underwent a watchman left atrial appendage (laa) closure procedure. A 33mm watchman laa closure device was used. During the procedure, there was difficulty in obtaining proper positioning due to patients anatomy. Three partial recaptures were performed. After the closure device was placed, fluoroscopy imaging indicated that a posterior leak of 4mm was present with a questionable partially occluded lobe, communicating with the atrium. There was prolonged discussion about alternatives and increased risk of embolization. The decision was made to accept the increased risk given the patients history where long-term oral anticoagulant therapy was not appropriate per physician. The procedure was completed without patient complications and the device was left in place and released. On (B)(6) 2019, the patient presented for follow up transesophageal echocardiogram (tee). The closure device could not be seen on the tee. The patient was sent for further imaging, which found the device had settled in the descending aorta at the level of t12-l1 segments of the spine. The device was positioned on its side. No patient symptoms or clinical consequence occurred. The closure device retrieval is scheduled for a future date. The patient is home and asymptomatic. It was further reported that the patient returned for device retrieval (B)(6) 2019. The device was retrieved via a non-bsc snare system. When sheathing the device, the snare system kinked and subsequently the device was unable to be pulled inside the non-bsc sheath. At this time, the patient was sent to surgery for a cut-down and arteriotomy for device removal. The device was successfully removed and the artery was patched. No further complications were reported. Patient was planned for discharge the following day.

Manufacturer narrative:
Fields b5 and d7 were updated with new information.

Event description:
It was reported that a device embolization occurred. On (B)(6) 2019, the patient underwent a watchman left atrial appendage (laa) closure procedure. A 33mm watchman laa closure device was used. During the procedure, there was difficulty in obtaining proper positioning due to patients anatomy. Three partial recaptures were performed. After the closure device was placed, fluoroscopy imaging indicated that a posterior leak of 4mm was present with a questionable partially occluded lobe, communicating with the atrium. There was prolonged discussion about alternatives and increased risk of embolization. The decision was made to accept the increased risk given the patients history where long-term oral anticoagulant therapy was not appropriate per physician. The procedure was completed without patient complications and the device was left in place and released. On (B)(6) 2019, the patient presented for follow up transesophageal echocardiogram (tee). The closure device could not be seen on the tee. The patient was sent for further imaging, which found the device had settled in the descending aorta at the level of t12-l1 segments of the spine. The device was positioned on its side. No patient symptoms or clinical consequence occurred. The closure device retrieval is scheduled for a future date. The patient is home and asymptomatic.